Event description:
The customer reported the system's touchscreen was not working. No pt injury was reported.

Manufacturer narrative:
A ge rep conducted an on site investigation. The monitor was replaced and now functions as intended. System was returned to service.